Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2002 aneurysm morphology is unk. The pt's arteries were reported to be soft and non-calcified. It was reported that in 2003 the pt presented to the emergency room with severe back pain. A CT scan demonstrated proximal migration of the right stent graft limb into the aneurysm sac and a large type I endoleak. The pt was taken emergently to the o.r. It was reported that a 16 mm diameter x 11.5 cm length aneurx iliac stent graft was successfully implanted within the previously implanted stent graft extending into the native iliac system. Arteriogram demonstrated a mild persistent type I endoleak from the distal end point of the new graft limb. A 12 mm angioplasty balloon was inflated at the distal aspect of the endograft and a repeat arteriogram showed resolution of the endoleak. There were still several centimeters of common iliac artery remaining; therefore, a 16 mm diameter x 5.5 cm length aneurx iliac stent graft was advanced into the previously deployed extension and successfully deployed. Completion arteriogram showed complete resolution of the type I endoleak from the right graft limb and widely patent external and internal iliac arteries bilaterally. No additional clinical sequelae were reported and the pt is reported to be fine.